Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address dislocation. The locking ring on the liner was noted to be broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/28/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, a pre-op image indicated the patients liner was dislocated from the cup but in the revision operative notes there was no mention of a disassociated liner, in fact they indicated it was difficult to remove the liner. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10/23/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.